Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the insertion tube of the subject device was partially peeled off and fallen into the patient body during bronchoscopy procedure. The user replaced the subject device to another device and completed the procedure. The user also reported that the two parts where was partially peeled off were 25cm and 35cm from the distal end. At the incoming inspection for the repair, olympus australia checked the subject device and identified the reported phenomenon which might have occurred due to the deterioration of the subject device. The insertion tube of the subject device was not only peeled off the coating but also was stickiness. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus australia, there was the possibility that this phenomenon was attributed to the external stress such as bumping or dropping by the user handling.